Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was previously noted that the ra lead exhibited low pacing impedance, high capture threshold, and inappropriate automatic mode switch due to noise over-sensing. Ra lead conductor fracture was suspected. The ra lead was explanted. Patient condition was stable.